Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue the technical support specialist mentioned that there was no example provided for the missing patient and no issue found or reoccur. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the a patient is not showing on the pyxis for nurses to pull medications causing a delay in dispensing process. The user was able to get required medication from the pharmacy. There were no adverse events or injuries reported based on this event.